Manufacturer narrative:
A company rep examined the system and was unable to replicate the reported issue. Preventive maintenance was performed during which the latch seal and upper pneumatic connector was replaced. The system was then tested and met all product specifications. A root cause has not been identified. (B)(4).

Event description:
A nurse reported during a vitrectomy procedure, there was inadequate phaco power and as a result. The pt's eye became soft and retinal tears occurred. In a f/u, the nurse reported that the retinal tears were repaired during the same procedure. The surgery was completed without further incident.